Event description:
Updated summary: as per additional information received, the customer was getting high blood glucose, when changed the set the cannula was bent. The customer's blood glucose got up to 450 mg/dl and was hospitalized for the high blood glucose on (B)(6) 2025. The customer treated the high blood glucose with manual injections and then intravenous fluids. The symptoms of the high blood glucose of abdominal pain and vomiting. The customer was using a libra cgm and was not using automode at the time of the incident.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and section h6(added 1905, 1905, 1685, 2144 in health effect - clinical code and added 4613, 4644, 2199, 2199 in health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to difference between sensor glucose and blood glucose levels. The customer reported blood glucose of 51 mg/dl. The customer was treated with carb intake. Symptom witnessed during the event: nausea. The event involved products mmt-1884, mmt-7040ma, mmt-864a and mmt-332a. Troubleshooting was partially performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 51 mg/dl and sensor glucose value was 78 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 27 mg/dl. Advised sensor may no longer be responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040ma was requested and customer response was the device will be returned. No product return is required for mmt-864a. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results, but failed eis 1024 hz. See attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed, however sensor failed eis out of range 1024hz. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.